Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that all devices went into local and then reconnect mode. All outgoing functions down.

Event description:
Philips received a complaint on the patient information center ix indicating a mass network bump. Half of hosts in reconnect mode. Connection issue, reconnect pending. The device was in clinical use. There was no patient harm or injury reported.